Event description:
On 17/may/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that peritonitis was experienced. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with corynebacterium (species unknown) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip gentamycin (dosages and frequency not reported) to address the infection. The patient was transitioned to hemodialysis (hd) through a newly placed central vascular catheter on a hospital provided hd device (unknown brand and model) due to the nature and severity of infection. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler upon resolution of her infection.